Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 180-200 units of insulin. Additionally, the customer reported reloading the cartridge multiple times, and receiving multiple, minimum fill messages. The customer reported blood glucose level was about 240 mg/dl. At the time of the call, the customer did not have new supplies, and stated bg level would be addressed after the call. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge successfully. Additionally, during troubleshooting with tandem technical support, it was found that the customer was not withdrawing air from the cartridge. Tandem's customer technical support (cts) educated the customer on the proper load procedure. Multiple attempts were made by cts to obtain if the fill estimate updated to an accurate display after the delivery of 10 units; however, no further information was provided on the reported event.